Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated that about every third day the stimulation goes off by itself goes into MRI mode and they have to put the stimulation back on. Patient stated this has been happening for several months and they always fix it but they are getting tired offixing it every 2-3 days. Patient mentioned that they can't use the stimulation on their back when the stimulation is off. Patient mentioned they were having a lot of back pain, their therapy was turned up and patient was told they go through the battery. When asked for event date of pain, patient mentioned the issue began over a year ago. Patent unlocked the controller; controller showed group b and stimulation is on. Agent asked the patient if they had any recent falls or trauma and patient stated yes. Patient stated that they fell on his back but they didn't think it had anything to do with the stimulator because it's down way down low. Agent walked the patient through going into MRI mode, agent asked if this was the screen they see when the stimulation is off and patient mentioned they were not sure. Patient mentioned when they wake up in the morning the implant battery is at or below 30%. Agent reviewed when implant battery is too low below 30% the stimulation turns off. Agent informed patient to monitor and not let the implant batter get below 30%. Agent reviewed implant battery was dependent on the therapy settings and usage. Agent reviewed with patient to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the patient was not charging the stimulator enough. They were now charging am and pm daily. The issue was resolved.